Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
Device eval anticipated, but not yet begun. (B)(4).